Event description:
The customer reported the reagent probe wash station overflowed and did not drain, with reagent probe motion system errors involving immage 800 immunochemistry system. The customer stated the fluid was confined to a small area on top of the instrument. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves, a laboratory coat, and eye protection. During troubleshooting, the customer noticed fluid leaked from the bottom of the reagent syringe. The customer was advised to manually pipette fluid from the wash station and flush with bleach. The customer installed a new reagent syringe assembly and was able to prime the instrument without further fluid leaks. Patient results obtained prior to the event were reviewed and retested. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The likely cause of the event was a worn reagent syringe plunger and an occluded reagent wash station assembly. The instrument was returned to normal operation. (B)(4).